Manufacturer narrative:
(B)(4).

Event description:
No information was reported on this event. Manufacturer device registry showed that the pump was implanted after the use before date. Although this event was not mentioned, the pump was reported in manufacturer report # 3004209178-2013-20831.